Event description:
On june 21, 2006, the facility reported to foreign affiliate that a patient died in 2006. The patient had dilated cardiomyopathy (blockage of the right branch), renal failure, high blood pressure, and severe anemia. The patient had experienced a myocardial infarction 10 days prior to her death. The patient was prescribed 3 weekly sessions of hemodialysis. In 2006, the patient was hemodialyzed with a 1550 hemodialysis instrument. On the third day, the machine the patient was scheduled to use was not operating properly, so the patient was dialyzed with a rsp (recirculating single pass) baxter instrument. On the next day, the patient did not feel well. The patient had bradycardia (35-40 beats per minute) and hypotension and was admitted to the ICU. The patient received dopamine and dobutamine (dosages unknown) in the ICU. On the following day, the patient did not have dialysis because the rsp needed repairs, so the patient was ultrafiltrated using a sequential ultrafiltration with blood pump and a dialyzer fb t 170 from nipro. The patient died on the third day. The cause of death was determined to be myocardial infarction.

Manufacturer narrative:
No further information is available at this time. If additional information becomes available, a follow-up report will be sent.